Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had 0 coupling bars. They tried different ins rechargers and still only got 0 coupling bars. During troubleshooting they did an antenna locate, and go 48/58 lower values and 48/56 upper values. When they found the highest values and pressed the green button they still had 0 coupling bars. Technical services reviewed the ins may be too deep, tilted, or flipped. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that after receiving the new ins recharger (insr) antenna , it resolved the coupling issues until recently. Patient stated that once again , they are getting 0-2 bars, further mentioning that they had been charging this morning since 7 am and the ins battery level is still low. Patient repositioned the antenna over the ins , turned the antenna dial through all 4 positions. Patient was asked to ensure the belt was positioned properly if used, and the antenna locate (al)feature was reviewed. Patient stated that they had repositioned the antenna all over the implant site , they had tried turning the dial. Patient stated that they usually use the holster but right now patient was holding it to find optimal positioning. Al was attempted at the time of the report, a recharge session was also attempted but that did not resolve the issue. A poor coupling screen was instead reported. After attempting al, patient was able to get two bars but then after talking for a few minutes that dropped again to zero bars. No ins pocket concerns were mentioned as a possible reason for recharging concerns. Patient stated that they had shoulder surgery on the same side as the implant in late july but did not think that would have affected the implant site in any way. Patient stated that they did some x-rays and CT scans. Patient also mentioned that they had lost some weight, as they had not been waiting as much but the timing of this weight loss did not correlate with the poor coupling issue. The importance of antenna placement and how the number of efficiency bars would affect recharge time was reviewed for the patient. It was suggested for the patient to try adhesive discs. Another recharger antenna was sent to the patient as replacing it previously did resolve the issue, but patient was also redirected to the health care professional (hcp) if antenna replacement did not resolve the issue. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The same issues were being reported again, as far as not being able to use the remote. The patient did troubleshooting with the remote and the recharger. The patient was less than 1/4 charged. The patient was able to get up to four coupling boxes while on the phone and will continue to charge. It was also reported the tremors started today this morning and the recharger issues had been going on for two months. The patient also stated their programmer won't work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction in b1. If information is provided in the future, a supplemental report will be issued.